Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, and h10. Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped upon pullback. The device was removed, and the procedure was completed with another unknown mynx device. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. A 6f 11cm cordis avanti catheter sheath introducer (csi) was used and there was no damage to the sheath upon removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the common femoral artery (cfa), which had moderate tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2310201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (moderate presence of pvd/calcium in the vicinity of the puncture site) most likely contributed to the loss of pressure reported since calcification/pvd at the access site can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped upon pullback. The device was removed and the procedure was completed with another unknown mynx device. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. A 6f 11cm cordis avanti catheter sheath introducer (csi) was used and there was no damage to the sheath upon removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the common femoral artery (cfa), which had moderate tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation because it was discarded due to possible infectious disease.

Manufacturer narrative:
The product history review is expected but has not been completed.additional information is pending and will be submitted within 30 days upon receipt.